Event description:
Patient received an impella 5.5. After the patient was transferred to the cardiac ICU, it was discovered that the inserted impella 5.5 was leaking from the red connector (the junction between the impella implanted device and the power cord). The patient was taken back to the cardiovascular operating room for the removal and placement of a new impella 5.5 device. Per the surgeon, "immediately postop in the cicu there was noted to be blood extravasating from the proximal portion of the catheter which is highly abnormal. Consultation with manufacture and representative indicated pump disruption which could result in catastrophic failure. For this reason was decided to move the patient immediately back to the operating room for removal of the defective catheter and placement of a new impella 5.5. Findings at surgery: patient remained surprisingly stable for the brief period in which there was no support. The new pump was placed in good anatomic position and resultant hemodynamics were as expected with flows at 4.5 on p9 the pump was sent with the manufacture representative for analysis." Manufacturer response for temporary non-roller type left heart support blood pump, impella (per site reporter).